Manufacturer narrative:
Reported part number was updated from 100/199/075 to 100/166/075. No evaluation results available at this time. An additional follow-up report will be submitted once results are available.

Manufacturer narrative:
One used tracheal tube was returned for product inspection. The returned sample was inspected to observe any issue or damage that could create the failure mode described; no visual discrepancy was detected. The returned sample was measured to see if the connection dimension was too small (less than 5mm) which would cause a connector disconnection. The connection dimension was in specification (measurement: 5 mm). Observing the product with equipment (micro vu with mag 37.5x), found the slip joint end had a slight deformation; however, there are no problems with assembly; the slight deformation did not affect device function. The connector is provided to the customer pre-assembled to the endotracheal tube shaft. The product user has to cut the tube to the needed length and attach the connector and tube together completely. As the returned sample was found to be within specification with no assembly issues, it is likely that the connector and tube shaft were not connected completely during customer re-assembly.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during use the patient's body was inclined which resulted in the slip joint detaching from the tube. No adverse health outcome resulted from this event.